Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that beginning (B)(6) 2017 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 413 with polydipsia, vomiting, confusion, abdominal pain, blurred vision, fatigue and trace ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the basal history did not match the active basal program and there are days of basal history missing from the pump. The patient¿s health care provider reportedly rearranged the insulin-to-carbohydrate ratio and the insulin sensitivity factor in the pump in (B)(6). The health care provider stated the pump is to be replaced. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.